Event description:
It was reported that during a trial procedure the patient was placed into prone position and when the physician started to take images and inject a local anesthetic before placing the first needle into the epidural space, the patient began throwing up and struggling to breathe. They took off the drapes to help the patient and ended up canceling the case.

Manufacturer narrative:
Sc-2316-70e sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. A device history record review revealed no additional information related to the complaint. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. However, no malfunction was reported against the device, the reported event occurs during the procedure.

Event description:
It was reported that during a trial procedure the patient was placed into prone position and when the physician started to take images and inject a local anesthetic before placing the first needle into the epidural space, the patient began throwing up and struggling to breathe. They took off the drapes to help the patient and ended up canceling the case.